Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, and infection, underneath sensor pod area only, on (B)(6) 2024, the reaction was treated with a prescription of 2 types of oral antibiotics, doxycycline 100 mg twice a day and cephalexin 500mg every 6 hours for 10 days. At the time of the report, the patient stated the skin reaction was improving. There was no longer redness, but there was still a lump. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).